Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the time on their device was wrong. This complaint is being reported because it was not resolved at the time of the call. There is no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: the pump was exercised for 24 hours with no alarms or time/date issues occurring and the pump passed a time test successfully. The pump was opened and disassembled for further investigation and there was no malfunction to the internal clock battery observed. Product analysis was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.